Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 28 x 2.50mm promus premier drug-eluting stent was selected for use. However, upon removal from packaging, one of the stent struts was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.